Manufacturer narrative:
Patient demographics such as age, date of birth, gender and weight were not supplied. Cts assisted the customer in locating and rerouting peristaltic pump tubing. The customer also changed the aspirate probes at this time. After rerouting the tubing and changing the aspirate probes, system check was repeated, this time passing within published performance specifications. A precision run was performed which recovered within published performance specifications for the access accutni+3 assay. In conclusion, although use error of continuing to run patients samples despite multiple failing system checks contributed to the event, the likely cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction of the replaced aspirate probes. Beckman coulter (bec) internal identifier for this report is (B)(6). All mdrs associated with this report are: 2122870-2016-00458, 2122870-2016-00459, 2122870-2016-00460, 2122870-2016-00461.

Event description:
On (B)(6), 2016 the customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for less than ten patients across four (4) days. The customer was unable to provide any additional information regarding the erroneous access accutni+3 results including: how many non-reproducible results were generated and for how many patients and on which date the non-reproducible results were generated. This report addresses the results obtained on (B)(6) 2016 for an unknown number of patients. The initial results recovered above the assay reference range. The results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Information on the patient sample type, centrifugation speed, time and temperature was not provided. Level 1 quality control (qc) recovered within customer established ranges on (B)(6) 2016. Level 1 qc recovered above the customer established range on both (B)(6) 2016 and september 10, 2016; immediate repeats on each day recovered within the established range. Level 2 and 3 qc recovered within customer established ranges on (B)(6) 2016. Both levels of qc recovered above the customer established range on (B)(6) 2016; immediate repeats on the same day recovered within range. A system check was performed on september 1, 2016 which recovered within published performance specifications. Multiple system checks run on (B)(6) 2016 failed due to a high washed %cv. (Coefficient of variation) beckman coulter (bec) customer technical support (cts) directed the customer to repeat system check on (B)(6) 2016 and it failed due to a high washed %cv. MFR 2122870-2016-00458 addresses the non-reproducible elevated access tni+3 results obtained on (B)(6) 2016. MFR 2122870-2016-00159 addresses the non-reproducible elevated access tni+3 results obtained on (B)(6) 2016. MFR 2122870-2016-00461 addresses the non-reproducible elevated access tni+3 results obtained on (B)(6) 2016.